Event description:
A nurse practitioner reported that she feels vns parameter changes (increase duty cycle) has made patient have more grand mal seizures. When patient's off time was reduced, patient's mom reported 7 grand mal seizures and related it to vns changes. The nurse practitioner then increased off time to 5 min. Patient was seen in (B)(6) 2017 and reported only 1 grand mal since previous change. No further changes were made to duty cycle and only the hr sensitivity was changed from 1 up to 3. There were no changes to medication or other external factors which preceded the onset of the grand mal seizures. Vns settings were the only changes. Patient was having more seizures with the changes to duty cycle. The off time was changed back to 5 minutes and the patient is doing ok currently.